Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 464mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline, insulin, pain medication, and nausea medication. Reportedly, treatment received resolved the issue and there was no permanent damage. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump battery did not initiate charging when plugged into a power source and the pump subsequently shutdown due to no battery power. Multiple follow up attempts were made to gather additional information and complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.